Event description:
It was reported that the dragonfly opstar imaging catheter was imaged on the radiopaque part of an unspecified wire and the wire wrapped around the catheter. The devices were removed from the patient as one unit. Once the guidewire was untangled from the imaging catheter, the procedure was successfully completed with the same dragonfly. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to remove the catheter appears to be related to operational context. In this case it is likely the user advanced the catheter onto the radiopaque portion guidewire, which resulted in the reported difficulty to remove the catheter. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.